Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure the patient experienced a corneal burn to the incision. The handpiece and tip were tested outside the eye. The initial cortical material was removed during which the surgeon noted that the handpiece was not responding properly. Within a few seconds the incision turned white and sloughy. The handpiece was replaced and surgery was resumed. The case was completed. Additional information received indicated that approximately 30-45 minutes was added to the initial procedure and the patient required an additional 2 procedures post-operatively. The patient was referred to a corneal specialist.

Manufacturer narrative:
The customer reported that during a cataract extraction procedure the patient experienced a corneal burn to the incision. The surgery was expected to be challenging because it is a non ophthalmic eye (axial length [al] 19.8mm). The phaco handpiece and tip were tested outside the eye. The initial cortical material was removed during which the surgeon noted that the handpiece was not responding properly. Within a few seconds, the incision turned white and sloughy. The phaco handpiece was replaced and surgery was resumed. The case was completed. Additional information received indicated that approximately 30-45 minutes was added to the initial procedure and the patient required an additional two procedures post-operatively. The patient was referred to a corneal specialist. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained regarding the handpiece from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 20, 2012. Based on qa assessment, the product met specifications at the time of release. There was no phaco tip sample returned for evaluation for the report of a thermal burn with corneal edema. Therefore, the condition of the product could not be verified. There was no lot number identified with this complaint; therefore, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4)